Event description:
It was reported that the customer was hospitalized due to high blood glucose levels greater than 600 mg/dl. Prior to the event, the customer changed the infusion set to treat elevated blood glucose levels. It was stated that the customer bolused, but continued experiencing high blood glucose levels and vomiting. It was stated that the insulin pump had three low reservoir alarms in the alarm history, but the reservoir had plenty of insulin. No further troubleshooting was possible. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.